Event description:
Right knee numbness [hypoaesthesia]. Almost impossible to walk [mobility decreased]. Right knee stiffness [joint stiffness]. Right knee swelling [joint swelling]. Case description: spontaneous report was received on (B)(4) 2012, from a (B)(6) female patient, initials (B)(6), with osteoarthritis of right knee. The patient's medical history was significant for blood pressure. On (B)(6) 2012, the patient initiated treatment with synvisc one (hylan g-f 20) injection at a dose of 6 ml, into the right knee. On the same day after synvisc one injection, the patient experienced right knee stiffness, right knee swelling, right knee numbness and it was practically impossible for the patient to walk. It was reported that the patient was also taking medication for high blood pressure. No action was taken with synvisc one treatment. The outcomes for the events of right knee numbness, almost impossible to walk, right knee stiffness, right knee swelling was not yet recovered. Concomitant medication included insulin. The intensity for all the events was not provided. Follow-up information was received on (B)(4) 2012, which upgraded the case to serious. The information was received from the physician regarding patient's osteoarthritis, suspect product, events information and patient's clinical course. The patient had moderate osteoarthritis of right knee from the last three years with prior effusion, joint narrowing and osteophytes. The patient received synvisc one injection once. The patient was treated with cortisone intra-articularly for right knee numbness, right knee swelling, right knee stiffness and mobility decreased. On an unspecified date in 2012, the patient recovered from all the events. The intensity for all the events was severe. The reporting physician assessed the relationship between synvisc one and all the events as definite.

Manufacturer narrative:
Follow-up information was received on (B)(4) 2012 in the form of qa (quality assurance) investigation summary. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records fr specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.